Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The operating currents are within specifications and passed self-test, a21 error test, basic occlusion and displacement test. All of the buttons are responding properly. No frozen screens were noted. The insulin pump had cracked case at the reservoir tube lip, cracked battery tube threads, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a frozen screen. The patient's blood glucose at the time of incident is unknown. The customer removed the battery for two hours and inserted a new battery but the frozen screen persisted. The insulin pump will be returned for analysis.